Event description:
The patient received several possibly inappropriate shocks due to possible right ventricular (rv) lead fracture of the sprint fidelis lead. The lead was abandoned and capped. Replaced with a new rv pace/shock lead. The generator was found to be at early replacement indicator (eri) and was replaced with a new ICD.